Manufacturer narrative:
The device was discarded by the customer. A product analysis has not been performed. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the surgeon was using the burs during a fess procedure, and two burs from the same lot number broke at the spiral wrap. All pieces were retrieved from the patient and no harm was done to the patient. The surgeon used another bur to finish the procedure. This regulatory report is for bur 1 of 2.